Manufacturer narrative:
As reported, during the process of sealant deployment with a 6f/7f mynxgrip vascular closure device (vcd), the advancer tube was not removed naturally and resistance was felt during the removal process. After pressing the sealant with the advancer tube, the entire device was simply removed. The sealant was not out of the skin, but hemostasis was not completely achieved, so manual compression was performed, and the procedure was completed. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position with a syringe attached to the unit. The sealant was not returned in its manufactured position, and the advancer tube was fully deployed; therefore, it was concluded that this unit was deployed before its arrival to the cordis laboratory. Additionally, a sheath was not returned inserted on the unit. A dimensional analysis was executed by measuring with a ruler the distance between the inflated balloon and the shuttle tube. During this analysis it was observed that the distance was as expected per the device design. The functional inflation/ deflation analysis of the balloon was performed. During this analysis no malfunction was observed that could be related to a compromised inflation/deflation mechanism of the balloon. Additionally, after the complete deflation of the balloon, a complete withdrawal through the advancer tube was executed, where no resistance or friction was observed to be present as the balloon was pulled through the advancer tube lumen. The reported event of ¿balloon-balloon retraction jam-inside the advancer tube¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, the reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint. The exact causes of the issues experienced could not be conclusively determined during analysis of the returned device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon retraction jam reported, especially since the advancer tube was able to be removed over the balloon during functional analysis of the returned device. However, procedural/handling factors (such as not ensuring complete balloon deflation before attempting to retract the balloon, or the deployer was pinching/pinning the balloon with the advancer tube) possibly contributed the balloon retraction jam experienced. Also, since the device was received with the advancer tube deployed on the catheter, this indicates an incomplete removal of the device, which could be a contributing factor to the reported failure to achieve hemostasis reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ it should be noted that if the balloon is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon, resulting in a balloon retraction jam. It should also be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in failure to achieve hemostasis. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the process of sealant deployment with a 6/7f mynx grip vascular closure device (vcd), the advancer tube was not removed naturally and resistance was felt during the removal process. After pressing the sealant with the advancer tube, the entire device was simply removed. The sealant was not out of the skin, but hemostasis was not completely achieved, so manual decompression was performed and the procedure was completed. There was no reported patient injury. The device is being returned for evaluation.